Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed with the naked eye, which identified the female connector separated from the main body. And a surface mark on the silicone tubing. Functional testing including leak, clear passage, and clamp function testing were performed, with no issues noted. There was no evidence of a leak from the surface mark on the silicone tubing. The reported separation was verified. The cause of the separation was, due to inadequate solvent application during manufacturing. The reported surface mark was verified on the tubing. The cause of the surface mark could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and mainbody of a minicap transfer set and that there was a cut in the silicone tubing. This was noticed after use of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.